Event description:
In (B)(6) of 2008, I was given the option of essure for permanent birth control. After implantation my periods became irregular and I began to gain weight. Approx 2 years later my periods began to increase in length (from 5 days to 7-10 days) and became heavy with large clots. I began to lose energy. My breast would become painful and tender for 3 weeks out of the month. I also started getting abdominal pain and severe migraines. In (B)(6) of 2013 I had a partial hysterectomy, removing my uterus and fallopian tubes as well as the essure devices. My post op report indicated I had a small cyst on my tube, my uterus was enlarged, and I was diagnosed with adenomyosis. I was healthy and had no female issues prior to this device being implanted. I was not notified prior to implantation that the device had nickel. I do have an allergy to nickel.